Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent a heart failure sensor implant procedure on (B)(6) 2018 to have their sensor implanted. The physician had a difficult time placing the sensor due to patient anatomy. The sensor was successfully deployed in the patient's right pulmonary artery. During post op, the sensor was unable to be calibrated due to not being able to acquire a signal. Imaging and angiograms have been requested.